Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the catheter tip got separated. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the catheter's tip got separated. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the catheter tip got separated. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the catheter's tip got separated. The procedure was completed with another to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: a visual examination identified that the device was returned with the balloon protector in place on the device. The balloon protector was removed from the device without issue and an examination of the balloon material markerbands, tip and blades found no issues which could potentially have contributed to this complaint. All blades were fully bonded to the balloon material. A visual and tactile examination found the shaft of the device to have detached at the guidewire port. This type of damage is consistent with excessive tensile force being applied to the device. The inner diameter of the balloon protector was measured and found to be within specification. No other issues were identified during the product analysis.